Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported they had an issue of battery depletion that they felt was premature. The ins was replaced. No cause, diagnostics/troubleshooting, or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.